Event description:
It was reported that the device fired incomplete staple formation during a lower anterior resection procedure. A hand sewn purse string was performed on the rectal stump. Post-op the patient developed an abcess the required draining. The surgeon is not sure if device caused abcess. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.